Event description:
Pt was revised to address dislocation (right side). This pt had previously undergone a hemi-pelvectomy and has only one leg. The dislocation occurred on the side with the leg.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.